Event description:
A malfunction was reported with the customer's pump, indicated by the error code malf 12. There was no adverse impact to the customer's blood glucose level as a result of the issue. The customer performed a reset but was unable to turn the pump back on, prompting a call to support. The customer was provided with instructions on putting the pump into storage mode and returning it. Customer technical support (cts) confirmed that a replacement pump would be sent and handled the necessary shipping arrangements. Customer will continue to use current pump.